Manufacturer narrative:
Exemption number e2019001. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of tissue damage and surgical are listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Reportedly, at first the hole could not be closed with the pre-placed sutures. After a few failed tries to close the sutures, there was still "normal" strong arterial bleeding. The groin was then opened via cut down and was attempted to be closed by hand; however, it was hard as the patient was obese. The artery was able to be reached and it looked like the sutures closed well; however, a ¿small hole/gap¿ lateral to the proglide sutures was observed. The artery was closed well with the pre-placed sutures and the "small hole/gap" was treated via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.